Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently the patient was treated with a topical antibiotic (date and duration not reported).